Event description:
It was reported that the patient was shocked more than 15 times. Noise was observed on the egm. No capture, high impedance, apparent conductor fracture, and oversensing were reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. The patient reported that the device shorted out and was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; full lead analyzed.